Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported (5) pcu keypads were defective. Stated by bd representative, these were originally replaced in the august time period during their pms and have recently been replaced again due to keypads being inoperative. There was no patient involvement.